Manufacturer narrative:
The referenced device was returned to the service center. The evaluation did not confirm the customer¿s reported issue as the image did not turn on and or off. However, the device failed the air/water leak test near the coupler, and a crack was found on the connector near the tip. The device was last serviced via repair in november 2019. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the sterile processing technician at the user facility via repair request, the customer ¿camera head image malfunctions, keeps turning on and off¿ that was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the inability to reproduce the issues, temporary intermittent image likely occurred due to temporary communication failure caused by water invasion through a crack on connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.